Event description:
It was reportable that premature battery depletion was observed on the device. The device was explanted and replaced. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Review of the device image indicated the fuel gauge current was normal. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.